Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump was hot to touch. The patient stated that the battery, battery cap and pump were very hot to touch. The patient stated that the pump felt normal temperature last night before bed. The patient stated there no moisture or corrosion noted in the battery compartment. The patient denied any form of x-ray or MRI exposure. There is no reported adverse event with this complaint. This report is made based on the allegation of the hot pump issue.

Manufacturer narrative:
Follow-up #1 date of submission 03/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no activity outside normal use is observed in the black box record. No unusual voltage drops were noted and no battery was returned with the pump. The pump boots up normally and is able to prime successfully and no overheating duplicated. The current draws were taken using an external power supply; all current readings are within normal spec .the pump was opened and inspected, the power flex and pcb were inspected, no intermittent condition or moisture ingress were found to the unit. There was no defect found.